Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, upon interrogation, a software anomaly that erased all patient information was noted on the device. Upon further review of the session logs by technical support, there were many episodes of noise noted on the device potentially due to electromagnetic interference (emi). No further intervention was performed at this time and the device will continue to be monitored. The patient was stable with no adverse consequences.